Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. It was found that the symbols were worn off the keypad.

Event description:
It was reported that the up, down, and ok buttons are increasingly unresponsive to presses. It was reported that the pump is not exposed to water and there is no keypad peeling. It was reported that the symbols are worn off the keypad.